Event description:
It was observed that during the device evaluation, the coating and markings of the image guide tube peeled off the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the event, however, a root cause could not be identified. The event can be detectable and preventable by handling device in accordance with the following IFU: bf-290 series operation manual [chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.